Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a watchdog timeout alarm that would not stop beeping. The customer was unable to clear the alarm due to an unresponsive keypad and a blank display. The customer's blood glucose level was unknown. The customer was informed that the device would be replaced and returned. No further details were provided.